Event description:
It was reported the customer's battery compartment was cracked. The customer stated their o ring was split in half. The customer's blood glucose was 120 mg/dl at the time of the call. The customer could not recall how the damage had occurred as they did not drop their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).